Event description:
It was reported that when the intra-aortic balloon (iab) was placed, the balloon would not fully unwrapped. The augmentation was also low. The staff clarified that they could see on fluoroscopy that the distal end of the iab was not inflating. The staff manually purged the intra-aortic balloon pump (iabp) several times with no change, and then the md attempted to manually inflate the balloon, again with no change. The md then opted to remove the iab and replace it with another, using the same insertion site. The second iab appeared to be inflating as expected, and the augmentation was much improved with the second iab. The patient remained stable throughout this process. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was placed, the balloon would not fully unwrapped. The augmentation was also low. The staff clarified that they could see on fluoroscopy that the distal end of the iab was not inflating. The staff manually purged the intra-aortic balloon pump (iabp) several times with no change, and then the md attempted to manually inflate the balloon, again with no change. The md then opted to remove the iab and replace it with another, using the same insertion site. The second iab appeared to be inflating as expected, and the augmentation was much improved with the second iab. The patient remained stable throughout this process. There was no report of patient complications, serious injury or death.